Event description:
Tele progressively cutting out. Central monitor displayed alarm "rf signal interference." On the real-time report, stated "waveform end." Occurrence is not isolated to one patient. Has been consistently cutting out for the past 20 minutes until present. Also, report of tele cutting out during the night as well.